Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: g1 (manufacturing site name). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the head of the matneu scr ø1.5 self-drill l4 tan 1u I/c was slightly deformed, this damage is related to the implantation attempts. The entire damaged surface was thoroughly examined and no manufacturing-related problems were observed. The original package or labels of the device was not returned. A dimensional inspection was performed and is out specifications. The feature measured was the length of the screw. However, since the product was retuned without packages it's not possible to confirm that the product information corresponds to the screw returned. Therefore it's not possible to confirm a manufacturing issue. Once the product leaves j&j medtech orthopaedics control, it is unknown what conditions the device is exposed to during that time. With the information provided is not possible to determine a potential cause at this moment. A functional evaluation was not performed due to the mating device was not returned. However the complaint allegation can be confirmed due to the damage and condition observed on the device. The overall complaint was confirmed as the observed condition of the matneu scr ø1.5 self-drill l4 tan 1u I/c would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 04.503.104.01c, lot no:15848p6, release to warehouse date: 03 may, 2024, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, before the surgery, the screw size was too large to insert into the board. It was changed to another one to continue the surgery and the same problem happened again. Another device was used to complete the surgery. There was no surgical delay. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.